Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached inside of the patient at 225,055 joules. Also, it was reported that the fiber cap broke into three pieces and all of the pieces were retrieved. No patient injury was reported. The device was not returned for evaluation.